Event description:
It was reported that the patient was having fast heart rhythms and feeling weak. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, 2013 (B)(6); 4076 implantable pacing lead, 2013 (B)(6). (B)(4).